Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Devcie not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was in the 300's mg/dl and it was addressed with a manual injection. Reportedly, the customer was able to load a new cartridge successfully.